Manufacturer narrative:
Philips service replaced the detector sid motor, motor controller, and amc triple servo drive hp-lp-lp, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that stand movements were unavailable; detector motor and amc drive replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.